Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was returned and tested out of specification.